Event description:
A customer observed negatively biased phyt qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the same qc fluids tested on an alternate analyzer gave acceptable results. On-site service replaced the immuno wash fluid tubing and performed related adjustments. Post service qc results were acceptable. The root cause of the event was instrument related.